Manufacturer narrative:
Additional information was received indicating the patient suffered cardiogenic shock and septic shock. The pump will be returned for evaluation.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
An impella cp device was inserted via the right femoral artery in an 81-year-old female patient for acute myocardial infarction complicated by cardiogenic shock, presenting in society for cardiovascular angiography and interventions (scai) stage d shock. Approximately 15 minutes following initiation of support and placement of a companion sheath, the device demonstrated continuous suction at performance level p-2 with low flow (0.9 l/min) and flat motor current. Assessment of right heart function and device position under fluoroscopy identified no abnormalities. Due to the flat motor current, thrombus ingestion was suspected. A focused echocardiogram performed in the emergency setting did not identify evidence of left ventricular thrombus. It was noted that blood volume was administered as part of clinical management for low flow. The device was removed and exchanged. During removal and evaluation of the introducer sheath, absence of blood return was noted. After sheath removal and flushing, two clots were identified within the sheath. It was reported that the sheath had been flushed appropriately before and after insertion, and the activated clotting time (act) prior to insertion was 260 seconds. A replacement impella cp device was successfully implanted without further reported device-related concerns. A focused echocardiogram performed in the emergency setting did not identify evidence of left ventricular thrombus. It was noted that blood volume was administered as part of clinical management for low flow; however, the pump flow did not improve following volume administration. The patient survived to explant of the second impella cp device. Care was later withdrawn due to the patient¿s underlying clinical condition, and the patient expired. The reported suction events, low flow, and flat motor current are consistent with flow obstruction due to thrombus within the introducer sheath, as evidenced by clot retrieval from the sheath and absence of left ventricular thrombus on imaging, rather than a device malfunction. The death is being conservatively reported; however, it is more likely attributable to the patient¿s underlying acute myocardial infarction and cardiogenic shock (scai stage d), advanced age, and overall critical hemodynamic instability requiring mechanical circulatory support.